Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform60 stapler instrument and the green sureform60 reload for failure analysis investigation but at this time the instrument has not been returned. It was confirmed the reload was discarded. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A stapler log review was also performed by an isi failure analysis engineer (fae). Per the fae, there is no failure in the logs of this sureform 60 stapler instrument (part #480460-09; lot #l92220110-0135) related to the reported problem. This instrument clamped and fired 5 times successfully without any errors. Another sureform 60 stapler instrument (part #480460-09; lot #l92220110-0137) used during the case clamped and fired 1 time successfully without any errors. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, it was alleged that the staple line was incomplete after a green sureform 60 stapler reload was fired with a sureform 60 stapler instrument. In addition, the target tissue reportedly ripped during the event. As a result, the surgeon used another stapler reload and stapled over the damaged tissue. Also, the surgeon sutured the injured tissue. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument's blade wasn't cutting, and the tissue was pushed out. The customer stated that the stomach tissue was ripped. Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa confirmed that he received the information from the surgeon. The surgeon had stated that he had used a green sureform 60 stapler reload when the issue occurred. When the surgeon attempted to staple the upper portion of the stomach, the tissue was pushed out and ripped. As a result, the surgeon used another stapler reload and stapled over the torn tissue. The surgeon also sutured the ripped stomach tissue. It was confirmed there was no bleeding. The surgeon did a leak test which was negative. The patient is reported to be recovering well with no issues. There are no video recordings or photographic images for review. The stapler reload involved in the reported incident was discarded.